Event description:
Customer reported receiving results on her freestyle flash meter of 212 mg/dl and 265 mg/dl (which fall into the a-zone of the parkes error grid), but experienced symptoms suggestive of hypoglycemia (diaphoresis, tachycardia, "passing out"). Her fiance gave her glucose tablets and juice, then transported her to an ER, where she was diagnosed with hypoglycemia.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for eval.